Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Image is a picture of an x-ray which is poor quality. Lighting from room displays on image as well as background. No findings available. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial hip surgery. Subsequently, the patient was revised due to dislocation approximately 1 year later. The cup was revised to change anteversion from 12 to 20 degrees. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Concomitant medical products: item # 010000701/g7 bonemaster shell / lot # 6756888. Item# 650-1161/ delta cer fem hd/ lot # 2020031603. Item# unknown/ unknown stem /lot # unknown.

Event description:
It was reported a patient underwent an initial hip surgery on an unknown date. Subsequently, the patient was revised due to dislocation. The cup was revised to change anteversion from 12 to 20 degrees. Attempts have been made and additional information on the reported event is unavailable at this time.